Event description:
Corporate product surveillance became aware of a cluster (5) of sphingomonas paucimobilis infections in 2007 at johns hopkins coincident with the use of baxter products. The pt received an infusion of fentanyl compounded by pharmedium services using the following baxter products: 250ml intravia bag, 0.9% sodium chloride, and fentanyl (final concentration of 10mcg/ml) and viaflex pooling bag. For this incident: the pt was a female admitted on the following month, with septic shock and group a streptococcus. The pt was ventilator dependent. Positive cultures were obtained from the fentanyl bag by the facility. The pt did not received any contrast dye or blood products prior to treatment. The pt's reported causes of death are acute respiratory distress syndrome and multi organ failure.

Manufacturer narrative:
Baxter performed a batch review for the product code and lot number. No discrepancies were found during the manufacturing of this lot.